Event description:
Event description boston scientific received information that during follow-up testing, it was noted that this right atrial lead triggered the lead safety switch. The lead exhibited noise which resulted in the storage of inappropriate atrial tachycardia response episodes. No patient symptoms were reported.